Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2010, the patient presented due to chest pain, shortness of breath and dizziness. Myoview stress test revealed anterior wall ischemia. The patient was diagnosed with stable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion, located in the distal right coronary artery (rca) and extending to right posterior atrioventricular (r-pav) with 95% stenosis and was 22 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct placement of a 3.00 x 24 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient underwent an elective left total knee arthroplasty. Post-operatively, the patient was drowsy and complained of left knee pain. Tachycardia was noted and the patient was transferred to intensive care unit (ICU) for observation. Electrocardiogram (ECG) showed t wave abnormalities and possible lateral ischemia. Troponin values were elevated. At the time of the event, the patient was not on dual antiplatelet therapy (dapt). Aspirin and other anti-platelet medication were last taken seven days prior to surgery. Study drug was never taken during the study. The patient was diagnosed with peri-operative mi and was anticoagulated with coumadin and advised to continue for four weeks postoperatively before resuming effient. Four days post procedure, the event was considered to be resolved without residual effects and discharged home in the care of family.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).